Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc (isi) followed up with the initial reporter and obtained the following additional information regarding the reported event: the harmonic ace instrument was inspected prior to use and nothing found out of the ordinary. The issue occurred while performing cutting function. The surgeon believed what caused the issue is a quality problem. The issue with the instrument occurred about 6 minutes after the procedure started. The surgeon did notice functionality issues during the surgical procedure. The instrument did not collide with any other instruments or hard material. No fragments fell into the patient from an instrument collision. The instrument was not removed before brakeage and the wrist was straightened. The staff did not feel resistance upon the removal of the instrument through the cannula. There was no damage noted to the cannula. All fragments were confirmed to be retrieved through the screen. No additional surgical procedures were done to remove the fragment. An ultrasound was performed to check for remaining fragments. The procedure was completed robotically. There was no patient injury. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.282¿ from the base and was not returned. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was noticed to have the head broken. The fractured part has been completely removed in the same procedure and no fragment remains in the patient. The procedure was completed as planned.